Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is germany. G4 510(k)#: please note that this product cx01b-c (xpede bone cement and mixer, EU) is not marketed in the united states; however, it is similar to the united states marketed device cx01b (xpede bone cement <(>&<)> mixer kit, us) with 510(k)# k102397. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty spinal therapy. It was reported that during an intra-operative procedure there was a delay in overall procedure time because the bone cement could no longer be filled into the cement applicators after a short period of mixing. The cement hardened too quickly, making it no longer possible to work with it, which necessitated switching to a different product and resulted in prolongation of the operation. The cement was stored at the proper temperature, and the cement was doughy and homogenous prior to attempted delivery. The procedure was completed successfully with the new product. No patient complications have been reported as a result of this event.